Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent removal surgery and hernia repair surgery on (B)(6) 2015 and mesh was implanted during which the surgeon noted ¿a defect measuring approximately 10x6 cm in diameter was encountered. It contained portions of the mesh that was adherent to the hernia sac anteriorly and omentum posteriorly. It appeared as if the left side of the mesh had not adhered to the abdominal wall in a secure fashion.¿ it was reported that the patient underwent removal surgery on (B)(6) 2017 during which the surgeon noted ¿old mesh from her prior repair intraabdominally that had not incorporated into the abdominal wall.¿ it was reported the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. The patient had had a previous mesh implanted on (B)(6) 2015 which is captured in separate file. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 10/25/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 11/04/2024. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.